Manufacturer narrative:
Voluntary event report was received. Medwatch:(B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was fractured. The rv lead was capped. There were no patient consequences.